Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a failed battery alarm. Customer reported that insulin pump was dropped. Due to battery compartment damage, customer was not able to clear alarm. The customer¿s blood glucose level was unknown. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm. Insulin pump received with broken battery tube threads and also unit meets the specification (yes) noted.